Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. H6: event problem codes: patient code: (B)(6).

Event description:
Doctor reported that implant at tooth site 13 was removed due to peri-implantitis with inflammation and implant fracture. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ifnt485, (full osseotite tapered certain implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. Fracture was not identified. The attached mloa005 locator disengaged from the implant. Upon its detachment, and due to the limitations of the dyno capture, unable to detect any fractures. The mloa005 locator was recorded in the concomitant medical product section. Device history record (DHR) review was completed for the subject lot number 2011040474. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2011040474 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: peri-implantitis and dental: functional: fracture: implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Summary investigation for peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction could not be verified. No fractures were detected during physical evaluation. The reported fracture event was non-verifiable. Peri-implantitis is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.